Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the gastroesophageal (ge) junction during a gastroesophageal (ge) junction dilation procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the pressure gauge needle would not go back to 0 atm. Reportedly, the same issue occurred on a couple of procedures, though the exact number is unknown. The procedure was completed with another pneumatic inflator device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the gastroesophageal (ge) junction during a gastroesophageal (ge) junction dilation procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the pressure gauge needle would not go back to 0 atm. Reportedly, the same issue occurred on a couple of procedures, though the exact number is unknown. The procedure was completed with another pneumatic inflator device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  Second manufacturer site email: (B)(6). Problem code 1184 captures the reportable event of gauge reading inaccurately. Investigation result: a visual examination of the returned complaint device revealed that the needle was loose and afloat behind the lens. The date code on the gauge goes back to 2015. Discoloration was also noticed in the latex tubing which is most likely caused by repeated use and cleaning. A functional examination was performed and it was noted that the needle did not move. The device case was disassembled and found the internal movement to be off centering pin which is most likely cause by repeated use and cleaning and possibly being dropped on a hard surface. Therefore, the most probable root cause is cause traced to maintenance. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.